Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the prime test due to a faulty force sensor resistor. The pump was received with a cracked case at the display window corner, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received compromised force sensor system alarm on their insulin pump. The customer's blood glucose level was reported to be 126mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer was advised the pump would have to be replaced and returned for analysis. It was reported that the local office would contact the customer about replacement. No further information provided.